Manufacturer narrative:
A unk zd scew-vent implant and unk zd screw were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported devices was located on tooth #8 and the length of usage is unknown. X-ray images were provided by the customer, see attached images in the complaint. The x-ray image shows the patients mouth with fracture products. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unk zd scew-vent implant and unk zd screw. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information and x-ray, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is implant not placed properly; clinician error, excessive external lateral forces due to accident or injury (i.e.: auto accident) and excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown old zimmer/ denstply screw vent implant 3.75x13mm has fractured. Implant was implanted in 1996 at tooth location 8. Implant remains implanted at the time of this report.